Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial h10 evaluation result. Correction to the initial h10 evaluation results as the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the error code e103 occurred due to converter failure. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source had an error 103. The issue was found during preparation for use for a diagnostic colpo examination procedure that was completed with a similar device causing a procedural delay for an unknown amount of time while exchanging the light source. The device was inspected before use. There were no reports of patient harm.